Manufacturer narrative:
The device was discarded at the account. The device history record cannot be reviewed, as the lot number was not provided. If add'l info is received, a f/u report will be filed.

Event description:
It was reported that the device overheated while being used in a procedure. The procedure was completed with this device. There were no allegations of adverse consequences associated with this report.